Manufacturer narrative:
Date sent to the FDA: 11/11/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp422h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional information was requested, and the following was obtained: how many devices with needle breakage were involved in this single procedure? --2. Was the needle retrieved during the same procedure? --yes. The following information was requested, but unavailable: was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Procedure date?

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke during sewing skin in cesarean section surgery. It was reported that another device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.